Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms and had blank display. The customer¿s blood glucose level was 250 mg/dl. The insulin pump had crack on the upper right corner of screen to upper right corner of the insulin pump. The customer states insulin pump alarmed battery out limit alarm during normal use. The insulin pump will be returned for analysis.